Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 105. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105 which was reproduced at power up. System error 105 was confirmed through a review of the event history log and found to be caused by a severed motor mount screws. Visual observations internal to the motor found that the mr sensor was broken off the encoder board. The evidence suggests the system error 105 was caused by impact that dislodged the encoder mr sensor circuit, and the broken motor screws are also evidence of impact, but root source was not identified. The failed motor assembly and screws were replaced.